Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter was displaying a temperature of 36.1-36.8c then over time drifted up to above 43c and displayed 43.9/44c. The nurse disconnected the foley as the temperature reading was incorrect (ngfq2499). Customer also stated that another temperature sensing foley catheter not displaying a temperature. Originally the temperature was displaying normal values around 37c but later during the patient case, the foley stopped displaying temperatures (ngft1007). Per notification from investigator on (B)(6)2022 , during sample evaluation it was found that foley catheter balloon had mushroomed (ngfq2499).

Event description:
It was reported that the temperature sensing foley catheter was displaying a temperature of 36.1-36.8c then over time drifted up to above 43c and displayed 43.9/44c. The nurse disconnected the foley as the temperature reading was incorrect (ngfq2499). Customer also stated that another temperature sensing foley catheter not displaying a temperature. Originally the temperature was displaying normal values around 37c but later during the patient case, the foley stopped displaying temperatures (ngft1007). As per notification from investigator on 01sep2022, during sample evaluation it was found that foley catheter balloon had mushroomed (ngfq2499).

Manufacturer narrative:
The reported event was confirmed cause unknown. It was unknown if the product was used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution immediately leaked out of a 0.1345" tear on the shaft of the catheter located 0.1150" from the trifurcation. (Pr4454878) this is out of specification per inspection. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients ·patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: 1. Method for use: (1) do not reuse. (2) do not re-sterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients with known allergy to silver coated catheter" the actual/suspected device was inspected.